Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "foreign material" was caused by a reprocessing was not conducted properly due to leakage from biopsy channel. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: gif-1100 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a suction cylinder with no color, a corroded scope connector cover unit due to a water leakage, water tightness lost due to a damaged channel tube, a chipped plastic distal end cover, a deformed bending tube, and a peeled coating on the connecting tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited remnants from previous repairs such as talcum powder or br-2 grease. There were no reports of patient involvement.